Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following : patient is pregnant and is in the hospital for low blood glucose (bg). She wants to trouble shoot the pump. Patient was transported by ambulance on (B)(6) 2014 with a bg of 30 mg/dl. She was alert but not able to walk well. She was admitted, treated in the ICU, and the was pump restarted on (B)(6) 2014. Customer support (cs) review of pump found no alarms. Bolus history shows a bolus of 0.70 unit given on (B)(6) 2014 3:12 pm from the pump . Patient reports she did not program that bolus, as she was working to keep her bg up that day. There was also a bolus of 0.05 units given at 3:16 pm given by the meter on (B)(6) 2014 the patient did not program. Customer support (cs) advised patient to discontinue the pump and pump will be replaced. Patient remains in hospital and agrees to use alternate method of insulin delivery until pump replaced. This complaint is being reported because the patient experienced hypoglycemia after the pump allegedly delivered unprogrammed boluses.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: no defect was found, unable to duplicate the reported complaint. Meter was not returned with the pump. Pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hr duration period; no unprogrammed boluses were recorded in the history during this time period. The tdd¿s add up correctly. Typical usage alarms observed in alarm history. A delivery accuracy test was successfully completed (results attached). Pump found to be delivering accurately and within required range a 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.